Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and displayed call tech support. Functional testing was unable to be performed. A review of the data log found firmware errors. Measurements were taken of the battery and failed. The battery was opened up and inspected, it was ound that the solder was cracked and the battery ic leads were not connecting. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a damaged and defective battery.